Event description:
There was an instrument issue with the analyzer resulting in several low calcium results. Eight patient results were error and corrected. Vendor on site for repair. Several issues noted and corrected.